Manufacturer narrative:
(B)(4). Concomitant medical products: ep-105995 ¿ e-poly ringloc max rom acetabular liner ¿ 191750, 11-104058 ¿ mallory/head actabular shell ¿ 370770, 11-363660 ¿ modular head - 415290, therapy date: feb 18, 2009. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -06372, 0001825034 -2018 -06375, 0001825034 -2018 -06382.

Event description:
It was reported patient underwent right hip revision approximately 17 months post implantation due to infection. During the procedure an antibiotic spacer was placed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event confirmed due to medical records received from the customer. No device was returned for evaluation. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.